Manufacturer narrative:
A specific root cause could not be identified. The typical root cause for this type of issue is leakage at the end of the procell aspiration tubes. The field service representative replaced the procell aspiration tubes, preheater unit and performed preventive maintenance. No further issues were reported.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays following sipper movement errors due to procell reagent changeover issues. The customer stated the procell reagent appeared to not be switching over correctly between bottles. This allowed air/bubbles to be dispensed into the procell reservoir causing the sipper nozzle alarms. Data was provided for 21 patient samples with multiple erroneous results. Some of the erroneous results were reported outside the laboratory. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative did not find any mechanical issue with the system. He suspected the procell bottles had been replaced incorrectly, for example if the system was not in standby or if the counter reset button was not pressed. The field service representative changed the reagent bottle and correctly reset the bottles counter to ensure the count was correct. All performance testing was acceptable.

Manufacturer narrative:
Review of the provided analyzer alarm list found multiple alarms indicating too little procell in the cup. This may have been due to inadequate volume, bubbles, contamination of the sensor, a loose needle, or other leakage in the flow path. As the customer stated 400 ml dead volume remained in one of the procell bottles, it was suspected the customer had been refilling the bottle instead of completely replacing the bottle as directed in product labeling as this volume was too high.